Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation, pain and "too firm". The device has been explanted.

Event description:
Healthcare professional reported right side "broken valve" via an rga form.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, d9, h3,h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: ¿ crease flat is observed. ¿ broken of plug strap assessed as surgical damage. No further actions are required as the device was implanted.